Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an insulin syringe. The customer reports approximately 30 of the cannulas were damaged. Two cannulas fell completely out of the syringe, and the rest has epoxy appears damaged where it attaches the cannula.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.